Event description:
On [redacted date] while connecting the erbe erbeflo clevercap tubing was not priming. So, I tried to readjust the tubing several times and no water flow at all. I had to open up another erbeflo clevercap tubing and it worked like it should. Edit by [redacted name]: (product is in my office) erbeflo clevercap ref# 20325-240, lot# 20220429-pg, exp date [redacted date].